Event description:
On initial contact, dentist reported handpiece burned a pt. Add'l attempts made to contact dentist to advise details of pt and event/injury, and dentist advised would contact with details. Currently waiting for info from dentist at the time of report filing.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. No abnormalities were detected. The device was returned to the distributor after rechecking it.